Event description:
A hosp surgery coordinator reported loss of image during a laparoscopic appendectomy procedure. Due to the phenomenon, open surgery was required since the lost image could not be restored. The coordinator reported that the pt was doing well and there were no complications related to the surgery.